Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 473 mg/dl. Customer blood glucose level did not go down even after correction bolus and infusion set change. Customer stated that there were no alarms on the pump and 5 unit fill cannula passed, no air bubbles, no bent cannulas. The device will not be returned for analysis.